Event description:
The account alleged the foot right brake caster was making a grinding noise and will not hold when in the brake position. No injury reported.

Manufacturer narrative:
The account replaced the foot right brake caster to resolve this issue.